Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore tag thoracic endoprosthesis instructions for use (IFU), the gore tag thoracic is intended for endovascular repair of aneurysms of the descending thoracic aorta in patients who have appropriate anatomy, including adequate iliac/femoral access. The IFU further states that ilio-femoral access vessel size and morphology (e.g. Minimal thrombus calcium and/or tortuosity) should be adequate to accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed). Additional three gore tag devices related to this event: gore tag thoracic endoprosthesis. A separate medwatch is being sent for the 24 fr gore introducer sheath with silicone pinch valve. A separate medwatch is being sent for the following two gore excluder devices related to his event: gore excluder aaa endoprosthesis. Refer to medwatch # 2017233-2009-00488).

Event description:
In 2009, the pt was implanted with four gore tag thoracic endoprostheses and two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the pt's aorta was reconstructed, beginning just below the renal arteries, by telescoping the tag devices, one inside the other. The proximal end of the trunk-ipsilateral leg component was placed distal to the tag devices. After placing the contralateral leg component, the physician pre-closed the right common femoral artery. Upon completion, the wire and the 24 fr gore introducer sheath with silicone pinch valve were inadvertently pulled out together, rupturing the right iliac artery, which measured 7.6 mm in diameter. A medtronic reliant balloon was advanced through that sheath already positioned in the left common femoral artery. The aorta was ballooned and occluded just below the renal arteries. The pt was stabilized, and his pressure increased. An 8 fr sheath was advanced down the left brachiocephalic artery to the aortic bifurcation. Two additional contralateral leg components were placed distal to the previously placed contralateral leg component. This extended the graft to the groin and stopped the bleeding. After repairing the torn iliac artery, an end to side anastomosis was performed, connecting the graft extension to the side of the right common femoral artery. The right hypogastric artery was coil embolized. Total blood loss was estimated to be at least one liter. Final angiography revealed a proximal type-1 endoleak just below the renal arteries, most likely due to a reverse taper in the aortic neck. The pt tolerated the procedure. No further complications have been reported.